Manufacturer narrative:
Interrad medical emailed the initial reporter, a clinical nurse of vascular access and (B)(4), to gather more information about what occurred. The initial reporter stated via email that the patient was receiving chemotherapy, would have had a tegaderm dressing, and that associated materials were sent to bard in august at the time of the occurrence. Interrad medical received only the securacath device, and a letter regarding bard's conclusion to their investigation. The letter stated that the catheter broke 1.3 cm from the strain relief of the catheter. It should be noted that placement of the securacath device abutting the strain relief would be highly atypical, as in the general practice of healthcare professionals and per training by interrad medical, the region between the strain relief and the first cm markings of the catheter (approximately 1 cm.) Would not be used to secure the catheter with the securacath. The catheter break most likely happened between the strain relief and the securacath device, completely outside the securacath device itself. Bard did not provide information as to the placement of the securacath on the catheter. An examination of the device returned to interrad medical did not observe any anomalies in the device that could have led to the catheter breaking. An analysis of a 4f single lumen groshong catheter (same type of catheter involved in this incident), gathered data on flow rates and retention forces. The analysis showed that the securacath did not significantly reduce flow and had acceptable retention forces without any fractures seen. Given a review of all of the data gathered in regards to this incident, interrad medical concludes that there is no indication that the securacath device malfunctioned or led to the catheter failure. In addition, a review of the FDA maude database from dec. 2017 to feb. 2018 found no less than three reports of breakages for 4f single lumen groshong catheters without a securacath in use.

Event description:
Interrad received information from a nurse field specialist from bard vascular access stating that "a PICC line was placed on (B)(6) 2018 and secured with securacath. The line snapped and the PICC was replaced". This was in regards to a complaint that they received about their catheter.

Manufacturer narrative:
Interrad medical emailed (B)(6), clinical nurse manager vascular access and nutrition (B)(6), the reporter, to gather more information about what occurred. (B)(6) stated via email that the patient was receiving chemotherapy, would have had a tagaderm dressing, and that associated materials were sent to bard in august at the time of the occurrence. Interrad medical received only the securacath device, and a letter regarding bard's conclusion to their investigation. The letter stated that the catheter broke 1.3 cm from the strain relief of the catheter. It should be noted that placement of the securacath device abutting the strain relief would be highly atypical, as in the general practice of healthcare professionals and per training by interrad medical, the region between the strain relief and the first cm markings of the catheter (approximately 1 cm.) Would not be used to secure the catheter with the securacath. The catheter break most likely happened between the strain relief and the securacath device, completely outside the securacath device itself. Bard did not provide information as to the placement of the securacath on the catheter. An examination of the device returned to interrad medical did not observe any anomalies in the device that could have led to the catheter breaking. An analysis of a 4f single lumen groshong catheter (same type of catheter involved in this incident), gathered data on flow rates and retention forces. The analysis showed that the securacath did not significantly reduce flow and had acceptable retention forces without any fractures seen. Given a review of all of the data gathered in regards to this incident, interrad medical concludes that there is no indication that the securacath device malfunctioned or led to the catheter failure. In addition, a review of the FDA maude database from (B)(6) 2017 to (B)(6) 2018 found no less than three reports of breakages for 4f single lumen groshong catheters without a securacath in use.

Event description:
Interrad received information from a nurse field specialist from bard vascular access stating that "a PICC line was placed on (B)(6) 2018 and secured with securacath. The line snapped and the PICC was replaced". This was in regards to a complaint that they received about their catheter.